Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that during an implant attempt, the helix of the lead wasn¿t advancing normally. Another lead was implanted. No patient complications have been reported as a result of this event.